Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm and also had critical pump and power error detected alarm. The blood glucose was 120 mg/dl at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm and no unattended alarms were received. Customer declined troubleshooting for the power error detected alarm. The customer advised to replace the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25 due to connector resistance to the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the device was monitored and functioned properly. Device received with cracked retainer. No unexpected blank display noted.